Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, nothing was displayed on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.